Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The home patient (hp) was in hospital that night and received a system error 2240 caused by spare supply line clamp left open. The technical service representative (tsr) explained the s/e 2240 and assisted to reset the alarms, had the hp close the transfer set cap off and they reset the hc to load cassette so the hp or nurse may remove the old supplies. There were no spare pd supplies on hand, the tsr referred the hp to the on call peritoneal dialysis nurse (pdn) for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.